Event description:
I have been a user of fixodent and denture grip and seabond since 1987 and have been hospitalized on several occasions for severe anemia. Numbness and tingling of fingers and toes. Dose or amount: denture creme. Frequency: twice a day. Route: oral. Dates of use: 1987 - present-2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no. Event reappeared after reintroduction: no.